Event description:
During the final tightening of a crosslink connector, part number, 161-2602, the crosslink broke apart. The surgeon used another connector to complete the construct. There was no harm to the pt. No components of the trifix system needed to be retreived from the pt.